Event description:
It was reported that the pump touch screen was cracked and only "half visible." Subsequently, it was reported that a cartridge alarm occurred. Customer reverted to manual injections for insulin therapy. Customer's blood glucose was 180 mg/dl.